Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction six days after the sensor was inserted on the back of the arm. Prior to insertion, the area was prepped with alcohol. On (B)(6) 2025, the patient reported an itching sensation at the sensor site. By (B)(6) 2025, a pustule had developed at the needle puncture site, accompanied by inflammation, swelling, redness, and an infection that expanded to the diameter of the sensor patch. On the same day, the pustule progressed into an abscess, prompting the patient to seek medical attention. The attending physician cleaned the affected area with iodine, administered lidocaine injections for local anesthesia, and performed a half-inch incision with a scalpel to drain the abscess. Wound tunneling was noted during the procedure. The physician conducted a saline flush and applied a dressing to promote drainage and healing. During the visit, the patient received cephalexin (4 tablets of 500 mg) and was prescribed bactrim (800/160 mg) to be taken orally twice daily for seven days. The patient indicated that his wife, a nurse, provided ongoing wound care at home, and no further medical intervention was required. At the time of reporting, the abscess had subsided, although the patient continued to experience residual soreness at the site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.